Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.25x16mm taxus liberte drug eluting stent had been selected to treat an unspecified lesion and after unpack the stent was fine. At an unspecified time, the device was pulled back through the sheath and stent strut damage was noticed. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed mid stent damage. One of the stent struts was raised. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The complaint report states that the damage found on the device was caused by the physician; therefore, the most probable root cause of the reported complaint is user related.